Event description:
Total treatment involved angioplasty after performing 'other' procedures. The angioplasty treatment of lesion included use of a 7fr sheath, 0.014" guide wire and 5 x 100 angioslide device. Device prepped, inserted and inflated. Pressure reduced to 2 atm and embolic capture performed. The physician was instructed to draw pull rod back until click occurs, which he confirmed. However, upon further reduction in pressure, the rep noted it was not pulled all the way back and instructed physician to complete this step. Device then drawn back into sheath, but resistance was encountered. Corrective maneuvers performed, but withdraw of device through sheath was unsuccessful so, the physician removed the sheath, guide wire and device all as one unit. This finished the vessel treatment, no further treatment performed. No injury.

Manufacturer narrative:
The entire subassembly including sheath, guide wire and device were removed together, also, the embolic capture was already performed. As such, the procedure was complete and no add'l intervention/treatment was required as a result of the device malfunction. The failure is an accordion defect identified along the balloon. This type of failure is likely caused utilization of an inappropriately sized guide wire and excessive force being applied by the physician during removal into the introducer sheath. This crumpled (accordion like appearance) of the balloon potentially causes an increase in the crossing profile of the device, resulting in increased resistance and difficulty in withdrawing the device through the introducer sheath.